Event description:
The right wheel caster bolt broke in half, causing the wheel to come off at the head of the stretcher. The stretcher rolled over to the right side- leaning the pt. Onto the right siderail (which had been in the up position).